Event description:
During the preuse check the surgeon observed that the port to inflate the internal carotid balloon was defective. The device was not used on the patient. This is report 1 of 3.

Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a leakage at the white (internal) stopcock joint when we attempted to inject liquid into the internal carotid balloon. As a result, the internal carotid balloon failed to inflate. Upon further inspection of the joint, we observed an inadequate amount of glue at the stopcock joint. The blue common carotid balloon inflated and deflated properly. The root cause of the malfunction was determined to be a manufacturing operator error- not enough glue was applied on the stopcock joint during the assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have implemented a corrective and preventive action (CAPA) to address this issue and prevent them from reoccurring. This device was manufactured before the CAPA was implemented. The malfunction was detected during the pre-use check. This device was not used for the procedure. Please note that we have also submitted manufacturer incident report number 1220948-2022-00072 and 1220948-2022-00073 relating to two other pruitt f3 carotid shunt malfunctions that occurred at the same hospital.